Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used bentson straight heparin coated fixed core wire guide was returned for investigation. Visual examination showed the weld is attached to the distal end of the coil wire but not the core. A curve in the device was observed at the distal end. The device core was protruding 0.5cm from the coil. The protrusion site was located at 4.6cm from the distal end. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Product code: dqx. Parent rpn: tsfb-35-145-uchida-031584-sgh-bh. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A bentson straight heparin coated fixed core wire guide was used in an unspecified procedure. It was reported that, when the physician was shaping the tip of the wire guide prior to use, the inner core wire protruded from the outer spring coil at approximately 5 cm from the distal tip. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.